Event description:
Prior to implant procedure, the device was interrogated while still in the packaging. Sensing noise was observed on the atrial channel of the device. The package was shook and sensing was also observed in the ventricular channel. Programming was performed and the device entered automatic mode switch. A new device was selected for the implant procedure to resolve the event. No patient was involved.

Manufacturer narrative:
The reported atrial noise was confirmed through review of freeze captures taken by the field. The device was returned in sealed packaging which indicates there were no leads inserted during the event. Common mode noise is a known phenomenon and the cause of the noise can be attributed to implant procedure. The noise could not be reproduced on the bench. Functional test results indicated normal device behavior. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.